Event description:
It was reported that there was a discrepancy in the displayed and actual time on the pump, which was greater than five minutes. There was no impact on blood glucose levels as previous settings did not result in levels above 500 mg/dl or below 54 mg/dl. Technical support assisted the customer with updating the pump time and advised them to monitor and follow up if the issue recurs, which the customer understood and acknowledged.